Manufacturer narrative:
The unit was examined by the MFR's field service rep. Upon arrival, the service tech isolated the fault to a pressure leak at the console's pump fitting. Additionally a kinked driveline was found. The kinked driveline prevented the console from pumping normally while in use on the pt. The system air leak and kinked tubing were repaired and the unit was tested per the MFR's service procedures and it passed all performance specs. The unit was returned to service. The pt is fine and no further issues have been reported. No further info is available. The MFR is closing its file on this report.

Event description:
It was reported by the biomed engineer that the dual drive console (ddc) was hissing and the top module was not functioning. The following day, the MFR's technical service tech was dispatched on site to evaluate the unit. Upon arrival, the service tech was informed that the top module failed while on a pt and stopped pumping and that the driveline kinked.